Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with information indicating the patient is deceased. Further review of the manufacturer¿s database indicated the patient passed away approximately two months post implant of the implantable cardioverter defibrillator (ICD) system. Additional information obtained from the funeral home/coroner noted that the patient had been found deceased and the date of death is the best estimate. No autopsy was performed. No cause of death is known.